Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke. The following information was provided by the initial reporter: "needle bent" via bd investigation: "visual observation of the unit reveals the needle is broken in the notch".

Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-11-12 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: a photo and a sample were received by our quality team for evaluation. The photo shows an enhanced view of a 24g IV device removed from the package and without the protective needle. Visual observation of the unit reveals the needle is broken in the notch which is consistent with the bent area observed in the provided photos. There are no inconsistencies or abnormalities to the walls of the notch that would contribute to the break. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. During manufacturing this type of defect can occur due to incorrect alignment and may result in the cannula getting caught in the needle cover inner wall and was bent at the notch. This happens during the mating process of the needle cover and the needle. Inspection for needle is performed using a 100% vision system. Vision inspection rejects the parts with an actual hook. Based on the findings and customers¿ comments, this is a possible scenario. During handling, there is a possibility for the damage to occur as the customer removes and replaces the cover in the user environment. This damage, if caused by handling, does require a considerable force. Because the needle cover was removed from the device and replaced, as revealed in the photo from the scratches, this scenario is possible and cannot be ruled out. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.